Event description:
This rv lead was implanted on (B)(6)2014 and remains implanted up to this time. A call to technical services placed on 05/02/2014 states that a low level of noise noted on april 14, 2014 on ra and rv. Some noise was oversensed. Noise looks like emi or myopotential. Patient is not dependent so no asystole noted. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).